Event description:
It was reported that a patient underwent an oblique lumbar interbody fusion (olif) at l3-l5. At the time preparing l4/5 intervertebral disk, something which was not intervertebral disk tissue seemed to be pulled by another instrument. Thereafter, at the time preparing the intervertebral disk with the instrument, abdominal-side dura mater was damaged due to an approach from spinal canal side. Cages were subsequently placed from anterior and the incision was closed. It was confirmed on a microscope image from a posterior view that there was a spinal fluid leak around the concerned dura mater which seemed to be shrunk comparing with that at l3/4. Fragment(s) assumed to be a part of nerve structures were also confirmed. L4 and l5 nerve roots were visibly confirmed. A damage of dura mater was seen on the ventrolateral side. Artificial dura mater was reportedly placed. Thereafter, a posterior fusion was conducted. The surgical time was extended due to the events.

Manufacturer narrative:
(B)(6). (B)(4). Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.